Event description:
During prep of the ablation catheter, there was a sensor error. The catheter was removed and replaced with no impact to the patient manufacturer response for catheter, thermocool smarttouch stsf ablation catheter (per site reporter). Per rl, manufacturer notified by site. Product handled by site.